Manufacturer narrative:
(B)(4). A visual inspection of the incident device revealed that the gray insulation has been scraped off of one of the jaw wires. The wire may have contacted a sharp edge of a trocar/cannula during insertion or removal of the device. The IFU for this device states: carefully insert and withdraw instruments from cannulas to avoid possible damage to devices and/or injury to the pt.

Event description:
The customer reported that the wire came away from the jaw during a colon resection. The incident device was returned and a visual inspection revealed that the jaw wire was bare. Another device within the same procedure had the same problem and can be found on MFR report# 1717344-2010-00240.